Event description:
A volume discrepancy was reported; the actual residual volume was 10.2ml and the expected residual volume was 1ml. The pump logs were normal. The physician verified that he was in the pump by instilling 5ml of normal saline and withdrawing the fluid. The pump was programmed correctly. A (B)(6) was done and they were going to be doing a roller study. The medication in the pump was dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).